Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Evaluation of the returned photograph appears to show blood in the holder which would confirm a defect with the needle and could either be slow/no sleeve recovery or a side pierced sleeve. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Unconfirmed complaint. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the safety cap of a bd vacutainer® multi sample collection needle (21gx1.5"), broke off upon trying to insert a tube. No injury, blood exposure or medical intervention occurred.